Event description:
A customer contacted beckman coulter inc., (bci) and stated that five to six glucose (glucm) patient results when run in duplicate did not match. The patient samples were tested on unicel dxc 800 pro synchron clinical systems. The customer was only able to provide examples for two patients. They did not retain the documentation for the other patient results. An example of patient results is shown. No erroneous results were reported out of the lab. Patient treatment was not affected.

Manufacturer narrative:
A field service engineer (fse) was dispatched and replaced the glucose module. No other reports of erroneous results have been submitted since fse replaced the hardware.